Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported during surgery, an open reduction internal fixation of a patella fracture, when the casing of a small battery drive was connected to the battery, the device made a whining noise and would not rotate. It was reported that there was no delay in surgery, but a competitor power drive was used to complete surgery successfully. No injuries or medical intervention was reported. All available patient information was provided. All available information has been disclosed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history for the past six months was reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.